Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the tip of the lead electrode was bent and the lead insulation was broken. The lead was removed and replaced. No patient complications have been reported as a result of this event.